Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified drawers 9-10 and 13-14 was not functional. Fse powered off the device, then replaced pyxibus controller boards, powered on station. Led lights flashing but no solid lights were there. Error on monitor stating drawers was not detected. After that cubex verified drawers were not detected, instructed fse to turn power switch on and off. Drawer populated then was not detected. Fse powered off device, found pyxis bus was loose. Fse tightened cable, turned on device. Cubex was then able to configure drawer 9-10. Drawers 13-14 new controller board was not functioning. Fse powered off device, replaced controller board, restarted device, all drawers were not detected. After disconnecting drawer 13-14, drawer was detected. Fse found drawer 14 drawer controller board was the cause of malfunction. Fse powered off station removed/replaced drawer controller board, restarted device, (all drawers were detected), contacted cubex to configure drawers. After that the drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.